Event description:
It was reported that during the procedure in the saphenous vein graft (svg) to the right coronary artery, a 4.0x38 rx zeta stent was deployed for treatment of stenosis. Staining was observed in the svg. A 3.5x28 vision stent was successfully deployed for treatment of the stenosis followed by deployment of two graftmaster stents for treatment of the perforation. The perforation was reported to be massive and the pericardium rapidly filled with blood. The patient was intubated per protocol and resuscitation efforts were initiated including a temporary pacemaker, pericardiocentesis, and cardiopulmonary resuscitation. Per family request, surgery was not performed and the patient expired. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Jostent graftmaster stent graft(s) (part 12746-16/631239 and 12746-16/(B)(4)). The jostent graftmaster stent grafts indicated are being filed under separate medwatch MFR numbers. Perforation and death are known adverse events listed in the rx zeta instructions for use. Although a conclusive cause for the reported patient effects, and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.